Event description:
Related manufacturer reference number:1627487-2024-00818. It was reported one of the patient's leads had migrated and their ipg had flipped inside the pocket. Migration was confirmed via x-rays. As such patient is pending surgical intervention at a later date to address the issue .

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicated patient underwent surgical intervention where one of the leads and ipg was explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.